Event description:
It was reported that a screw is backing out of a resonate plate 6 weeks post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows a screw backing out past the blocking mechanism at the superior level of a 3 level plate located at c3-c6. Additional information was provided and during the original case, after drilling the last screw hole, it was noticed that the locking mechanism was not present, yet the screw was still inserted and the procedure was finished. The patient is asymptomatic and plans for a revision surgery have not been confirmed. An exact cause of the reported issue could not be determined.